Event description:
It was reported that the patient was on vacation in (B)(6) a few weeks after the system implant procedure. The patient experience phrenic nerve stimulation (pns) and visited a hospital for consultation. It was observed that the right atrial (ra) lead was failing to sense and capture and diagnostic imaging confirmed that the ra lead had dislodged. The physicians elected to reprogram the device to prevent pns and the patient did not receive further corrective actions in (B)(6). Representatives for the case confirmed the patient returned home with no additional consequences reported.